Event description:
Customer reports to have lost insulin pump due to being disconnected from pump. Customer reports to have issues with sensor and began using insulin pen after giving birth. Customer reports to have had high blood glucose due to stress and correction changing and had to go to the emergency room for replenishing of insulin. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.